Event description:
While investigating a (B)(6) female patient's monitor for an unrelated issue, a reportable problem was discovered. Review of monitor flag data revealed that the monitor was abnormally shutting down in the field. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Review of the monitor flag files revealed that the monitor was abnormally shutting down in the field. The cause for the abnormal shutdowns was isolated to an intermittent pxa u104 component on the monitor c/a board. The cause for the intermittent bga connections on u104 could not be positively identified but is likely due to a fractured solder connection induced by mechanical stress. The exact course of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective monitor. The patient received a replacement monitor.